Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in a car accident. Two weeks later the patient was hospitalized for heart failure. At a device check nearly a month after that high thresholds were detected on the left ventricular lead. An x-ray confirmed the lead had dislodged. In addition, there was no sensing or pacing on the right atrial lead but impedances were normal. There was suspicion of a possible lead fracture. No further patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. However, no further information has been provided. Information suggest these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Resolution was requested from the field. It was reported that the patient will have a revision, time to be determined, to reposition the left ventricular lead and take a closer look at atrial lead. Also noted a physician later reported that the right atrial lead was probably not fractured. Information suggest these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon return the lead underwent detailed analysis. Set screw marks were noted on the terminal pin and anode ring. Several cuts were noted in the lead insulation and there was blood/body fluid noted in the lumen. A tear was noted in the lead insulation, around the circumference of the lead 510 mm from the terminal pin, in the inner and outer insulation. Extremely stretched conductor coils were also noted 433 mm from the terminal pin, to the tip of the lead. A deformed tip anode ring fitting and flattened which appeared to have been grabbed with some type of tool. One anode conductor coil and two cathode conductor coils were severed near the anode ring fitting. Slight separation was noted between the tip anode ring and the neck insulation, at approximately 1mm. The helix was slightly stretched and tissue was entwined in the helix. An x-ray taken of the lead revealed no damage other than described above. Several lead tests were not performed as they would have failed due the state of the returned lead. In conclusion, the allegations could not be confirmed.

Manufacturer narrative:
The lead was returned and detailed analysis is pending.

Manufacturer narrative:
It was later reported that a chest x-ray showed the left ventricular lead had pulled back and a possible atrial lead fracture. The atrial lead showed unreliable sensing and pacing numbers after several tests. A new left ventricular and right atrial lead were implanted. The physician elected to replace the device based on the estimate of remaining longevity. A return request was made for these products. Should additional information become available this event will be updated.